Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen would freeze. It was requested that it be evaluated. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of the screen freezing however a known system error was found in the error log. The software was reconfigured and reloaded and session synchronization software was added. The programmer passed all functional, safety and systems tests. If information is provided in the future, a supplemental report will be issued.